Event description:
I wrote a long letter under 4000 it knocks me off when im almost done, did that last time! Who do I contact for help? I'm ill and think it might be the lymphoma issues with breast implant. Going to stop here so I won't be knocked off again. Please help.